Manufacturer narrative:
Product event summary: at analysis it was noted that the ventricular output connector was broken, both super capacitors were worn, causing the device to shut down during incoming testing) and both bail covers were broken. The unit was cleaned and inspected, the connector, super capacitors and bail covers were replaced and the device was tested on the automated test system and passed.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.